Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device check, post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were recommended. No programming changes were made due to any evidence of oversensing occurring during regular programming. Patient will continue to be monitored normally.